Event description:
Customer reported via phone, she was having issues with the transmitter. During troubleshooting customer reported she went to her doctor due to ketoacidosis. Customer requested a replacement on the transmitter. Customer's blood glucose was 135 mg/dl. Customer agreed to return the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.